Manufacturer narrative:
(B)(6). The lot was manufactured from december 18, 2018 - december 20, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was observed in three (3) vial-mate adapters. It was further reported that pieces of the stopper entered the drug vial solution. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.